Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted, this review has found no indication of any product stability performance issues or clinical performance issues that would be expected to result or contribute to customer complaints. A tripped trend review was conducted for the reported complaint and freestyle test strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of a customer who received an unspecified error message on (B)(6) 2020 while using the adc glucose meter and therefore was unable to monitor his glucose. The customer lost consciousness and subsequently a concussion. Paramedics were called and the customer was transported to the hospital where an hcp reading of "more than 900 mg/dl" was obtained. The customer was diagnosed with hyperglycemia and treated with humalog and lantus insulin. The customer was treated in the intensive care unit, discharged on (B)(6) 2020, and received new prescriptions for humalog and lantus. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned meter and no issues were observed. Observed returned meter turned on with button depression and strip insertion. Performed control solution test and the results were satisfactory. No malfunction or product deficiency was identified. An extended investigation has also been performed and there was no indication that the product did not meet specification. Partial product has been returned for this complaint. A valid serial number was not provided for the freestyle strips. Dhrs (device history record) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. A stability and clinical review have been conducted and this review has found no indication of any product stability performance issues or clinical performance issues. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. If the strips are returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Additional information- section d4 (serial number) has been updated from unk to (B)(6)based on the returned product. Section h4 (device mfg date) has been updated based on returned product download. Section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been to (B)(6).

Event description:
A caller reported on behalf of a customer who received an unspecified error message on (B)(6)2020 while using the adc glucose meter and therefore was unable to monitor his glucose. The customer lost consciousness and subsequently a concussion. Paramedics were called and the customer was transported to the hospital where an hcp reading of "more than 900 mg/dl" was obtained. The customer was diagnosed with hyperglycemia and treated with humalog and lantus insulin. The customer was treated in the intensive care unit, discharged on (B)(6)2020, and received new prescriptions for humalog and lantus. There was no report of death or permanent injury associated with this event.